Event description:
The consumer reported that her first implantable neurostimulator (ins) had issues recharging on (B)(6) 2016, specifically that it would take a day to fully charge. It was also reported that the ins was visible through a loose-fitting shirt when the patient moved the steri strip from where the ins was placed. Due to this issue, the system was removed and replaced. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.